Event description:
It was reported that during testing conducted at the manufacturer, a cut was discovered in the hose portion of the pneumatic drill. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to all specifications, however, the hose assembly was cut. It is unknown how the damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.